Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during the pmv testing. However, the instrument was received with the handle partially actuated with a fully formed clip clamped in the jaws. The ratchet mechanism was still engaged on the forward stroke indicating that the handle cycle was never fully completed. The handle was fully actuated, allowing for release of the jaws and return of the handle to the neutral position. Functional testing found the instrument to cycle without binding. The eleven remaining clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. In addition; when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Please be sure to complete the full handle compression during actuation of the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the handle compression not being completed may occur when the handle is not fully squeezed completing the instruments firing cycle during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, there were issues with loading and firing of clips. When loading the clip into the end before placing around the vessels, the clips were not loading properly. The new instrument was used to complete the case. There was no patient injury.